Event description:
Chief of perfusion at the facility stated that the plegiox in his custom plegia set is not cooling below 11c. The plegiox unit used in this kit was reported as being from lot 70092153. No patient injury or death was associated with this failure.

Manufacturer narrative:
The component was returned by the facility and forwarded to the manufacturer for evaluation on (B)(4) 2014. A f/u report will be submitted when the investigation is complete. (B)(4) has submitted an 806 notification for this component under #8010762-1/31/2014-001c. A "z" number has not yet been assigned.